Event description:
It was reported that blood came back when inserting the intra-aortic balloon (iab). The customer interpreted this as a possible iab perforation. The iab was replaced but the same issue occurred. The patient ultimately received an impella device. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report will be submitted for the 2nd iab used in this event.

Manufacturer narrative:
(B)(6) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was observed inside the iab catheter. The dilator and angiographic needle were also returned. A kink was observed on the catheter tubing approximately 31.2cm from iab tip. Additionally a second kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 75.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that blood came back when inserting the intra-aortic balloon (iab). The customer interpreted this as a possible iab perforation. The iab was replaced but the same issue occurred. The patient ultimately received an impella device. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report for the second iab was sent under mfg report number 2248146-2024-00266.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.